Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt was admitted to the hosp with a stroke that was thought to be hemorrhagic in nature. The pt took a nap and awoke with weakness. It was noted that the pt had a urological procedure a couple weeks prior and was bridged to lovenox. It was also noted that the pt had been off lovenox and therapeutic with coumadin for a week or two when the stroke occurred. The family decided to withdraw care after the pt exhibited no improvement in condition. The pump was shut off and the pt subsequently expired on (B)(6)2014.

Manufacturer narrative:
The approx age of the device is 16 months. A specific cause for the reported stroke could not be determined. No alarms were reported for the event. The family decided to withdraw care after the pt exhibited no improvement in condition. The pump was shut off and pt subsequently expired on (B)(6) 2014. The pt expired and the pump was not explanted. Info provided indicated that this event was not believed to be device related. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.